Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, noisy image was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, and since the reported failure was not confirmed during the device evaluation, the most probable cause could not be determined. The most probable cause of noisy image was due to corrosion on plug unit. The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited black and white image screen. The issue was identified during inspection for use. There were no reports of patient harm.